Event description:
It was reported that incorrect length of the device occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated at 6 atmospheres without apparent issues. However, during the procedure, it was noticed that the length of the balloon was shorter than the specified length. It was indicated that the balloon length was 40 mm written on the outer packaging, inner packaging, and hub, but the actual length of the balloon was 20 mm. There was no problem with the balloon's performance, such as inflation or deflation. It was the size indicated on the outer box and interior was different from the actual balloon catheter size. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon length was measured approximately 40mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported incorrect length.

Event description:
It was reported that incorrect length of the device occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated at 6 atmospheres without apparent issues. However, during the procedure, it was noticed that the length of the balloon was shorter than the specified length. It was indicated that the balloon length was 40 mm written on the outer packaging, inner packaging, and hub, but the actual length of the balloon was 20 mm. There was no problem with the balloon's performance, such as inflation or deflation. It was the size indicated on the outer box and interior was different from the actual balloon catheter size. The procedure was completed with a different device. There were no patient complications reported.